Event description:
It was reported that there was noise on the right atrial (ra) lead channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed presenting electrogram (egm) and found respiratory rate trend (rrt) noise and atrial oversensing which resulted in stored episodes of atrial tachy response (atr). It was also observed that there had been an out-of-range ra pacing lead impedance (pli) measurement greater than 3000 ohms. No pacing inhibition greater than two seconds was observed. It was noted that device was running an older version of firmware so ts recommended device be updated with a programmer and then reprogramming be performed. No adverse patient effects were reported. Currently, this ra lead remains in service.